Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a blank display after changing the battery; customer tried inserting several other batteries to no avail. The customer's blood glucose reading was 87 mg/dl. Customer was advised to revert to a backup plan. No further details were provided.